Manufacturer narrative:
Based on the date code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The prod has been redesigned and improvements implemented.

Event description:
Consumer felt a burning sensation. Heating pad burned sheets and carpeting. No bodily injury was reported.